Event description:
It was reported that this right atrial lead was damaged during the right ventricular lead extraction. Subsequently, the physician decided to replace this lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).